Event description:
Pt underwent myelogram to test patency of infusion system. The physician was unable to withdraw the morphine solution from the catheter before injecting the dye so the physician pushed the dye through the catheter, giving the pt a bolus of approximately 30 mg of morphine (based on volume and concentration of drug in pump). Pt was monitored for one half hour following procedure and was sent home. Later that day, the pt's husband was unable to arouse the pt. The pt was transported to the hosp ER, where the pt was pronounced doa.

Manufacturer narrative:
9/18/97: b5-final pathology from medical examiner stated cause of death as accidental morphine overdose.